Manufacturer narrative:
The investigation is underway. The 29 mm sapien m3 valve device is not sold or marketed in the us; however, is deemed similar to the edwards 29 mm sapien 3 valve PMA p140031. The PMA/510k field will be blank.

Event description:
As reported through encircle clinical study, approximately 10 months post implantation of a 29mm m3 valve. Patient saw cardiologist complaining of feeling like before she had her initial mitral surgery with shortness of breath and felt like a band around her chest. Tte on (B)(6) showed severe mitral stenosis with a mean gradient of 17mmhg. 4d CT scan to be scheduled. No other interventions documented.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information per medical records review findings.

Event description:
Additional information: received medical records were reviewed and showed 4d CT heart w contrast: m3 bioprosthesis in the mitral position, there is evidence of hypoattenuating leaflet thickening of the bioprosthetic valve. Additionally, there is evidence of pannus present along the posterior aspect of the bioprosthetic mitral valve annulus. Valve leaflet motion appears to be minimally to mildly reduced. Patient noted to be on anticoagulation. Consider repeat cardiac CT in 3-6 months for reassessment. Halt, ham, pannus and pvl (causing hemolytic anemia) were observed. The patient has shortness of breath and chest pain.

Manufacturer narrative:
The valve remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported leaflet thickening, leaflet motion restriction, central regurgitation, increased gradients and severe stenosis were found to be related to the formation of pannus noted along the posterior aspect of the bioprosthetic mitral valve annulus. Per the instructions for use (IFU), nonstructural dysfunction is a potential adverse event associated with the use of the valve. Growth of abnormal tissue around a prosthetic heart valve, termed as pannus formation, is one of the important causes for nonstructural prosthetic valve dysfunction that may require intervention. Pannus may interfere with the functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Protrusion of the pannus into the valve orifice area may disturb blood flow through the valve and finally result in prosthetic valve stenosis. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that pannus is the cause for the patients prosthetic valve dysfunction (increased gradients, stenosis, halt, ham, and central leak). Investigation results suggest patient factors (rheumatoid arthritis, varied anti coagulant therapy changes made due to complex brain bleeds) caused or contributed to the pannus. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.